Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recharging but never saw the implant full charge icon. He has been charging for about 1.5 hours. Patient (pt) was unable to answer if there were any other icons on the screen and didn't know how full the implant was before charging. Troubleshooting included trying to recharge during the call. Pt was not seeing any coupling boxes. He saw two circles with an arrow going back and forth; the recharge implant screen. Pt stated it looked like there might be some letters but he couldn't see.